Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The cause of the slit tear remains unknown. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the pfa procedure, after inserting the dilator, bleedback was observed. The bleedback worsened throughout the procedure. The physician was offered a sheath replacement, but the physician was not bothered enough by the blood leak to replace the sheath. The procedure was completed with no adverse patient consequences.